Event description:
In august 2003, the patient reportedly was unable to hear while using the sound processor. The patient was seen at the center for evaluation. External equipment was exchanged. However, the problem was not resolved. A few days later the patient was seen at the center for device evaluation. Testing conducted confirmed that the device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.